Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The user facility reported that an impella cp pump met resistance during attempted delivery and kinked. It was noted that the patient had a small left ventricle and the kinking occurred in the aorta shortly after the bifurcation. As a result of the resistance caused by the patient's vasculature, the decision was made to abort the implant.

Manufacturer narrative:
The investigation of delivery issues and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Delivery issue: the root cause of the delivery issue was most likely patient condition related, before implanting the impella it was also difficult to bring in the pig tail in the left vernicle (lv), because of cardiac and vascular anatomy. Product damage (cannula kink) : the root cause of the product damage issue was most likely patient condition related, kinking in aorta shortly after bifurcation and a slight aneurysm in aorta ascends. Difficult vascular and cardiac anatomy.